Manufacturer narrative:
Product was returned for evaluation. Return fields in oracle state: chair drives left; right front caster bent.

Event description:
Out of box failure when the chair is rolled the chair vears to the left forwards and backwards. Product was returned for evaluation. Return fields in oracle state: chair drives left; right front caster bent.